Manufacturer narrative:
Product event summary: the afr-00001 catheter with lot number 0013286936 was returned and analyzed. No anomalies were identified during external visual inspection of the catheter. The returned catheter passed the mapping and ablation tests with the mapping system (test/lab), no errors were triggered. No performance issues were identified with the returned catheter. The returned catheter passed the shorts test. No errors were triggered. The returned catheter passed the mapping test. No errors were triggered. In conclusion, the clinical issues (tamponade, pericardial effusion) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The reported clinical issues can not be assessed through data analysis. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a cardiac ablation procedure, during the use of sphere 9 catheter that a tamponade/pericardial effusion incident was reported and radiofrequency energy delivery error was observed. Imaging was done prior to ablation to identify a pre-existing pericardial effusion, and the patient arrived in sinus rhythm. A cti line was performed first, followed by right veins ablation and then roof and floor lines, with 27 pulsed field ablation lesions and 10 radiofrequency lesions delivered. It was not known when the tamponade/pericardial effusion occurred, and it was reported it could have occurred from the coronary sinus or during radiofrequency on the cti line, likely on the right side prior to transseptal access. Transeptal access was performed using a competitor¿s sheath. The pericardial effusion was observed for 15 minutes and no intervention was performed, with a plan to continue monitoring. The case was completed. No further patient complications have been reported as a result of this event.